Event description:
Female pt had port inserted on 9/22/94 as outpatient. Port functioned at home until 10/20/94. Pt was admitted with pain at site. X-ray revealed port had broken. Pt to or for removal. The port was removed. Broken part of tubing was removed next day under fluoroscopy.